Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, as-ifs1, airseal ifs, 110v, was being used during a robot-assisted partial nephrectomy procedure on approximately (B)(6) 2022 when it was reported, ¿it was reported that the patient developed a cerebral infarction and died after surgery. Gas embolism was reported to be the cause of cerebral infarction.¿. The procedure was reported as having been completed without any delay. There was no report of medical intervention, or hospitalization for the patient. However, there was also no report of malfunction of the device and the device is currently still in use. Further assessment questions found that the setting at the start of surgery were 10mmhg, at the time of renal resection the setting was 15mmhg and when the gas embolism was suspected the setting was 12mmhg, the pressure was then changed to 10mmhg. The embolism was suspected because of changes in the spo2 and etco2 values during the surgery. This report is being raised on the basis of death due to cerebral infarction.

Manufacturer narrative:
Note that there is no report of device malfunction during the event. The device will not be returned for evaluation as it is currently in use and no photographic evidence was provided therefore root cause cannot be identified. A DHR review was not performed as the device has been in the field more than 12 months. The service history was reviewed, and no data was found. A two-year review of complaint history revealed there has been a total of 15 complaints, regarding 15 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised embolism/insufflation of internal organs ¿ improper placement of the insufflation instrument could cause gas penetrating a vessel or an internal organ, resulting in gas embolisms. To reduce the risk, use a low flow rate for the first insufflation and ensure that the insufflation instrument is correctly positioned. Check the position of the insufflation instrument immediately if the actual pressure rapidly reaches the normal pressure valve. Gas embolisms can also be caused by a high intra-abdominal pressure. Avoid high-pressure settings and close damaged blood vessels at once. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, as-ifs1, airseal ifs, 110v, was being used during a robot-assisted partial nephrectomy procedure on approximately on (B)(6) 2022 when it was reported, ¿it was reported that the patient developed a cerebral infarction and died after surgery. Gas embolism was reported to be the cause of cerebral infarction.¿. The procedure was reported as having been completed without any delay. There was no report of medical intervention, or hospitalization for the patient. However, there was also no report of malfunction of the device and the device is currently still in use. Further assessment questions found that the setting at the start of surgery were 10mmhg, at the time of renal resection the setting was 15mmhg and when the gas embolism was suspected the setting was 12mmhg, the pressure was then changed to 10mmhg. The embolism was suspected because of changes in the spo2 and etco2 values during the surgery. This report is being raised on the basis of death due to cerebral infarction.

Manufacturer narrative:
Correction: update to complaint history numbers; (B)(4). Manufacturer narrative: note that there is no report of device malfunction during the event. The device will not be returned for evaluation as it is currently in use and no photographic evidence was provided therefore root cause cannot be identified. A DHR review was not performed as the device has been in the field more than 12 months. The service history was reviewed, and no data was found. A two-year review of complaint history revealed there has been a total of (B)(4) per the instructions for use, the user is advised embolism/insufflation of internal organs ¿ improper placement of the insufflation instrument could cause gas penetrating a vessel or an internal organ, resulting in gas embolisms. To reduce the risk, use a low flow rate for the first insufflation and ensure that the insufflation instrument is correctly positioned. Check the position of the insufflation instrument immediately if the actual pressure rapidly reaches the normal pressure valve. Gas embolisms can also be caused by a high intra-abdominal pressure. Avoid high-pressure settings and close damaged blood vessels at once. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, as-ifs1, airseal ifs, 110v, was being used during a robot-assisted partial nephrectomy procedure on approximately (B)(6) 2022 when it was reported, ¿it was reported that the patient developed a cerebral infarction and died after surgery. Gas embolism was reported to be the cause of cerebral infarction.¿. The procedure was reported as having been completed without any delay. There was no report of medical intervention, or hospitalization for the patient. However, there was also no report of malfunction of the device and the device is currently still in use. Further assessment questions found that the setting at the start of surgery were 10mmhg, at the time of renal resection the setting was 15mmhg and when the gas embolism was suspected the setting was 12mmhg, the pressure was then changed to 10mmhg. The embolism was suspected because of changes in the spo2 and etco2 values during the surgery. This report is being raised on the basis of death due to cerebral infarction.